Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Therefore, programming changes were made to address the issue. The patient condition was stable.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.